Event description:
It was reported that a non-abbott, otw dilatation catheter was used with the balance middle weight (bmw) elite guidewire. The dilatation catheter was inflated in the mid-left circumflex coronary artery target lesion without issue. After the dilatation catheter was fully deflated, the dilatation catheter was withdrawn, but became stuck on the guidewire. A pilot 150 guidewire was advanced and the dilatation catheter and bmw elite were removed together as a single unit. There was no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Estimated age of patient (reported as born in 1949).